Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 385 mg/dl. The customer changed out the site and tubing. After performing a system check with tandem technical support, it was advised that the customer change out the cartridge, infusion tubing and site. The customer delivered a 3 unit bolus and the bg level was lowering.